Event description:
The defibrillator was brought to the victim's side, pads were applied, voice instructions were heard then the device displayed a red x in its status indicator and was not responsive. Five minutes after collapse, the fire department arrived with their defibrillator, the presenting rhythm was ventricular fibrillation, several shocks were delivered but the victim did 15~ survive. The users later determined that the battery was dislodged from the defibrillator, and the defibrillator successfully passed its self tests. One day prior to the use, routine maintenance confirmed the defibrillator passed its self test. Because it cannot be determined if there was an impact on patient outcome, this event is being filed.